Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation connections were checked and the high voltage cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that inside a procedure the system would not maintain the fluoroscopic image. No patient injury was reported.